Manufacturer narrative:
The following fields were updated, due to additional information: d.4. Medical device lot #: 7255750; d.4. Medical device expiration date: 8/31/2022; h.4. Device manufacture date: 9/12/2017. H.6. Investigation: as no physical sample or picture sample was provided for evaluation by our quality engineer team. A complete investigation could not be performed. DHR was performed. There was no documentation for this type of defect, during the entire production run of this batch. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported, that the bd luer-lok¿ tip syringe leaked, during use. The following information was provided by the initial reporter: "summary: leak (drip) by barrel/plunger of syringe observed on 1st syringe. Estimated 4 ml loss of ip". 1. Product (ip) was loaded into the syringe as usual. 2. At bedside, the nurse started to administer ip @ 15:06:03. Then rn noticed, small drip by barrel/plunger of syringe. @ 1510- rn tried to troubleshoot. 15:11:32- drip continues. Infusion with this syringe aborted.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked during use. The following information was provided by the initial reporter: "summary: leak (drip) by barrel/plunger of syringe observed on 1st syringe, estimated 4 ml loss of ip. " "product (ip) was loaded into the syringe as usual. At bedside, the nurse started to administer ip @ 15:06:03, then rn noticed small drip by barrel/plunger of syringe @ 1510- rn tried to troubleshoot. 15:11:32- drip continues, infusion with this syringe aborted."

Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked during use. The following information was provided by the initial reporter: "summary: leak (drip) by barrel/plunger of syringe observed on 1st syringe, estimated 4 ml loss of ip. " "1. Product (ip) was loaded into the syringe as usual. 2. At bedside, the nurse started to administer ip @ 15:06:03, then rn noticed small drip by barrel/plunger of syringe @ 1510- rn tried to troubleshoot. 15:11:32- drip continues, infusion with this syringe aborted."